Event description:
It was reported that the patient experienced discomfort with the implanted system. The system was explanted. No new system was implanted as the patient's condition was improving. There were no additional adverse patient effects.